Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) levels for the past events; current bg level was 162 mg/dl. The customer successfully resumed insulin deliveries after each occlusion alarm. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Reportedly, an abrupt temperature change occurred to the pump just prior to the current occlusion alarm occurring. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump.